Manufacturer narrative:
Correction: d6b explant date should have been (B)(6) 2023 instead of (B)(6) 2023.

Event description:
Related manufacturer reference number 3006705815-2023-03657. Ipg was explanted and replaced to address the issue. It was determined one lead was fractured which was also explanted and replaced during the procedure. The investigation did not determine which lead was fractured.

Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4) , serial: (B)(6) , batch: a000117874.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.